Manufacturer narrative:
The ge rep conducted an on site investigation. The rep replaced a fuse in the power supply of the 2800 system. The system was tested and is now operating as intended.

Event description:
The customer reported that the 2800 system would not fluoro. No pt injury was reported.